Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer states was asked the change basal patterns by healthcare provider. However they did not provide her with with any specific information as to which time frame. The customer declined troubleshooting for the low bg's. The product was not returned for analysis.